Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced separation. The following information was provided by the initial reporter: that clinician reported" pump infusion set tube is detached from male luer lock".

Manufacturer narrative:
Investigation summary: the customer reported the tubing detached from the male luer, and returned one picture of the failure. No physical sample was received and the root cause investigation could not be performed. The photo verifies the separation at the male luer. Device history record review for model 2420-0500 lot number 22043249 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 21apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.